Event description:
It was reported that the locks on the 6800 system were loose and need adjustment. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The locks were tightened during the service call. The system was tested, and found to be working as intended, and put back into service.